Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap anomaly. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated they are unable to remove that battery cap on their pump. The customer was advised to discontinue use of the pump and if the battery is low. The customer was advised to monitor the device closely if they continue to use of the pump. The customer was advised that the device needs to be replaced. The customer stated that he has been having motor errors and no deliveries for about 2 months. The customer doesn't want to troubleshoot for these issue battery is almost dead.